Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it is likely that leakage occurred due to a pinhole on the bending section cover or distal sheath (the black covering of the bending section), allowing moisture to ingress into the device and leading to the malfunction. The event can be prevented by following the instructions for use which state: the event can be detected by handling the device according to the following item of instructions for use (IFU). Operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the endoscopic image. Occurrence of the event can be prevented by handling the device according to the following instructions for use (IFU). Operation manual_ dangers, warnings, and cautions. Warning:do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited a blurry image during the hot and cold-water test. The blur disappeared after 30 seconds. There were no reports of patient involvement.